Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 260 units of insulin. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Customer successfully loaded a new cartridge to resolve the issue and resume insulin delivery. Customer's blood glucose (bg) level ranged between 30 mg/dl and 179 mg/dl; cause of the low bg was unknown. Customer addressed low bg by eating a candy bar.